Event description:
A customer reported an issue with their device's touchscreen responsiveness, where multiple taps were sometimes needed to access certain buttons, and the screen occasionally opened other unintended screens. There was no adverse impact on the customer's blood glucose level. Despite attempts to resolve the problem through a pump reset, the issue persisted. Ultimately, the customer decided to continue to use the pump for insulin therapy.